Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
It was reported that a patient claimed that there was drainage and gingival inflammation following a surgical extraction and bone graft procedure in which a rcm6 membrane was used on (B)(6) 2022. Doctor prescribed antibiotics to treat conditions. No delay in surgery or injury reported. No revision or medical intervention required. Patient is doing better as of (B)(6) 2022.

Manufacturer narrative:
Additional quality control testing showed the product was sterile.